Manufacturer narrative:
Initial.

Event description:
It was reported that a pediatric user of the ilet experienced persistent hyperglycemia after a full supply change, with fingerstick readings up to 530 mg/dl while using a cannula set on the abdomen and noting visible drops from the tubing, no leakage, and no bleeding; the user ate and announced meals, and replacement supplies were shipped with troubleshooting and education provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose later returned to range. Investigation included communication with the caregiver, analysis of information provided by the user, and review of synced data indicating that one hour post¿supply change the basal and correction algorithm had not resumed dosing yet while the user was snacking. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.